Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected low battery anomalies, power loss anomalies or power loss alarms noted during testing. No pump error 38 alarms noted during testing. Device received with corrosion on force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and also insulin pump was not working. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.